Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference# 1627487-2019-14306, 1627487-2019-14305 & 1627487-2019-14303. It was reported the patient has been receiving inadequate therapy due to lead migration. As a result, the patient's right s3 lead and left l1 leads were explanted and replaced on an unknown date. Surgical intervention resolved the patient's issue. All of the patient's leads are being reported because it is unknown which leads are liable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Further follow-up indicates the patient had surgical intervention on (B)(6)2019, during which the leads were explanted and replaced.